Event description:
It was reported that an ilet user experienced sustained hyperglycemia while in a care facility after running out of insulin; a facility nurse subsequently changed the infusion supplies. Symptoms included elevated blood glucose, with a reported value of 336 mg/dl. Outcomes included the need for troubleshooting and education regarding device status and supply replacement, with no alerts or alarms reported and no medical intervention beyond supply change documented. Investigation included technical support review and user/caregiver education. Investigation of this case revealed user management issues related to insulin supply depletion and misunderstanding of device dosing status rather than a confirmed device malfunction. It was concluded that the event was related to use conditions and supply depletion, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.